Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the technical support engineer (tse) that the instrument on universal surgical manipulator (usm) 4 moved upside down. The customer reseated the instrument to resolve the issue. The tse did not find any related error in the logs and explained that the issue could be due to guide tool change (gtc) issue. The customer confirmed that the other usms were normal. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred on the 30-degree endoscope, which was attached to usm 4. There was no patient injury as result of the event.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse did not find any related error in the logs and explained that the issue could be due to guide tool change (gtc) issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.